Event description:
The patient was lying supine on the tabletop with their feet facing the MRI machine, waiting to undergo an MRI examination. During preparation for a lower extremity examination, the patient was being positioned toward the center of the MRI bore. At that time, the patient held onto the edge of the tabletop and unfortunately, the patient's finger became trapped between the table and the bed. The patient was diagnosed with a fracture of the distal phalanx of the left middle finger, for which conservative treatment was prescribed. The patient received a splint and is expected to fully recover. Based on the information provided, this device event meets the criteria for serious injury.

Manufacturer narrative:
Based on the results of the analysis, it was determined that the product has not malfunctioned. The root cause of this finger pinching related incident is use error. The user has not strictly followed the safety instructions and warnings to protect the patient. The finger pinching related incident could have occurred due to misuse by a person who was either untrained and unsupervised (violation of the instructions for use (IFU) and local safety procedures), or by a trained employee who was not following the IFU and/or was also ignoring the warning labels (conscious decision to act in opposition to training and/or normal use instructions). In addition, the patient had not been supported with an arm support or strap (protective measures to prevent finger pinching) at the time of the alleged harm (which, as stated IFU, should have been provided to prevent the patient from grabbing around the table sides and pinching the fingers during horizontal table motion, which is what happened in this event). Following this event, the field service engineer requested that the customer use straps or similar means to secure the patient in the future. This is considered an unfortunate incident that could have been prevented, if the user had followed the instructions for use. The instructions for use clearly mentions this type of hazard and how to prevent it from happening.